Event description:
Our nitroglycerin tubing did not prime appropriately to gravity when administering albumin. We were required to prime it using the sigma pump which took more time and is not our typical practice ultimately delaying the administration.